Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2019 the patient presented to the emergency department with significantly increased shortness of breath (sob) and hypoxia productive cough with bloody sputum. The patient was admitted to the intensive care unit and has lvad pump pocket infection. Diagnosis was unspecified sepsis, picornavirus infection, acute pulmonary oedema, and hypoglycemia. Azithromycin, meropenem, & minocycline were started. Picornavirus was positive on respiratory viral pcr.